Event description:
The nurse attempted to inject medication and noted medication would not flow. The nurse was unable to inject it. I removed the needle from patient, went to switch out needle, and noted incomplete ability for medication to flow through needle due to hole where plastic and metal of needle meet was incomplete. The patient had to be given 2nd injection to successfully administer medication. This needle was provided in the box with the vivitrol medication, it was a 1.5 inch needle. I was able to successfully use the alternative 1.5 inch needle as each box comes with 2 of this length and 2 of the 2 inches.